Manufacturer narrative:
Product event summary: analysis was not able to confirm the customer comment of a possible short inside the cable. Though the programmer uplink test was out of specification it was noted that the head was able to interrogate and that the head passed all tests using a known good cable. The head was being returned to the manufacturer for repair and restock.

Event description:
It was reported that the radiofrequency (rf) programmer head may have a short in its cable. The rf head was returned for service and it was noted that it was not needed back. No patient complications have been reported as a result of this event.